Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. A complaint history check was performed and this is the 1st. Related complaint for breaks off during use pe on lot # 1237247. A review of risk management document 149rmn-0004-01 revision 19, indicates that the potential risk of this specific reported incident (pen needle: breaks off during use pe) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g the needle dislodged from the hub and remained in the patient. The following information was provided by the initial reporter: material no: 320119 batch no: 1237247 it was reported pen needle broke off in stomach, patient end needle had been bent prior to use consumer reported pen needle broke off in stomach. Consumer stated the patient end needle had been bent prior to use but consumer did not think it was a big deal. Consumer sought medical attention. Consumer had CT scan done; results showed multiple pen needle fragments in abdomen. Consumer stated physician advised against surgery. Consumer stated he has been unable to see surgeon for second opinion. Consumer stated this incident took place several weeks ago; unable to provide any further detail as to time of incident. Consumer suffers from poor eyesight, unable to provide catalog #. Consumer provided product description: bd mini pen needles. Lot: 1237247.